Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch # a97w7r. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues noted with staple formation? If so, please describe the shape and location. Please clarify what is meant by "ligasure malfunction". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, patient returned to surgery for repair of cecal perforation. Physician stated the stapler had a ligasure malfunction.